Manufacturer narrative:
If implanted, give date: not applicable, healon endocoat product is not an implantable device. If explanted, give date: not applicable, healon endocoat product is not an implantable device. Telephone number: (B)(6). The device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a film came out of the healon endocoat (model vt585) and went into the patient¿s eye. A brief description of the event provided that while using the product an unidentified filament resembling a hair came-out of the healon endocoat and was projected intraocularly. The doctor was able to remove the unidentified filament. Patient stated it was hard to read post-surgery. However, patient has fully recovered. No further information is available.